Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part numbers in search of similar recurring reports, involving elevated test results for the lifetime of the devices. Similar complaints have been identified and this will continue to be monitored. No lot numbers were provided; hence a documentation review could not be completed. Without the details of the devices involved in this complaint, the specific product labelling and ifus for the devices cannot be reviewed. If this information becomes available at a later date, the task will be reopened and completed. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Without the analysis of the explanted components and operative reports for the left hip, the root cause of the reported pain, synovitis, and elevated metal ion levels cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed on a bilateral patient. During the revision the acetabular cup, hemi head & modular sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 74120154 acetabular cup 54mm, 74122548 hemi head 48mm & 74222100 modular sleeve -4mm 12/14 + failure mode elevated test results. Similar complaints have been identified and this failure will continue to be monitored. No lot numbers were provided; hence a documentation review could not be completed. Without the details of the devices involved in this complaint, the specific product labelling and ifus for the devices cannot be reviewed. If this information becomes available at a later time, the tasks will be reopened and completed. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. Although it was reported the patient had elevated metal ion levels, neither the levels nor the lab reports were provided for review. The reported pain, elevated metal ions and reactive synovitis may be consistent with findings associated with metal debris and synovitis. However, without the supporting lab results, imaging, and the analysis of the explanted components, the root cause of the reported pain, synovitis, and elevated metal ion levels cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to pain, elevated cobalt and chromium levels and reactive synovitis.